Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leak was found. The pump (krt) with window quick connector was trimmed down to the approximate length prior to functional testing. The pump was functionally tested and did not pass the activation test (2). Product analysis concluded these activation issues could affect the functionality of device as reported mechanical issue. Product analysis confirmed the reported clinical observation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported.